Event description:
Detector #2 was at the 2 o'clock position and slipped from radius position to pt table. If this were to recur in an identical manner, no serious injury would be likely. However, investigation of the incident revealed that a radius nut failed. If this nut would fail in another unit, a serious injury could occur depending on the position of the heads when the failure occurred. No other similar incident has occurred since the device was introduced in 1988.